Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. As a result, the pump shut down. Customer¿s blood glucose value was 122 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Subsequently, the customer received a continuous glucose monitor error 42. The customer was instructed to reset the pump to resolve the issue.